Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that hours after a bolus was delivered, customer's blood glucose (bg) dropped from 170 to less than 54 mg/dl in less than an hour. Customer did not know cause of event; however, suspected exercise may have been a contributor. Sugar was consumed until bg returned to normal. As tandem technical support was not contacted at the time of the event, recommendation was made for customer to consult with healthcare provider.